Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that hr and desat alarms silenced themselves for room rt601 on (B)(6) 2017 between 09:33 - 09:38. There was no patient incident.